Manufacturer narrative:
Siemens has completed an investigation of the reported event. The system was tested and meets all specifications and is completely functional. It has been determined that no malfunction occurred.

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis fa system. During a patient procedure, no measurements were available on the dose report. We are unaware of any impact to the state of health of the patient involved.